Event description:
No patient involvement: us complainant reported the automated impella controller had a battery failure (red alarm). The aic was replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console (aic) battery failure alarm has been completed. The console was returned for evaluation. The aic was evaluated and it was discovered that ac power disconnected alarm would not resolve as it normally would. When moving the power cord around there would be sporadic ac power disconnected alarm resolved notifications but it was not constant. Examined the ac plug portion of the power cord and found that one of the prongs was loose. The data logs were reviewed finding frequent instances of ac power disconnected alarms on the reported occurrence date. Ran a batttest to check the status of the batteries and found that there were no evident signs of battery cell imbalance in either of the batteries.